Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported stent material separation were able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). The reported difficult to remove was unable to be replicated in a testing environment due as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified and 99% stenosed anatomy and/or inadvertent mishandling resulted in the noted multiple instances of bunching in the stent sheath; thus resulting in preventing the shaft lumens from moving freely resulting in the reported/noted mechanical jam and the reported activation/deployment failure. During removal, interaction with the introducer sheath resulted in the reported difficult to remove. Manipulation of the compromised device using force resulted in the noted stretched stent and ultimately resulted in the reported/noted stent material separation. The force applied seemed to be a reasonable clinical response to the difficulties. As reported, the separated portion of the stent was left free floating in the vessel and the remainder of the self-expanding stent system was able to be removed from the patient. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, force was applied during removal. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Although it was noted the physician used force in the attempts to remove the delivery system and stent, this was due to the delivery system and stent being trapped with the introducer sheath and the force applied seemed to be a reasonable clinical response to the difficulties; therefore the deviation of the instructions for use will not be addressed in the physician requested letter. Correction: h6: health effect - impact code 4614 removed.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid superficial femoral artery (sfa) with moderate calcification. The 8x60mm absolute pro self expanding stent system (sess) was advanced to the target lesion and the stent was attempted to be released; however, after 2cm of the stent released, the thumbwheel of the sess became stuck. Therefore, the sess was removed from the patient and during removal, when attempting to pull the sess in the sheath with resistance, the stent broke which resulted in a delay in the procedure. The separated portion of the stent was left free floating in the vessel and the remainder of the sess was able to be removed from the patient. The patient is stable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017, against resistance.